Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
Related manufacturer reference number:1627487-2020-00111. It was reported that the patient's lead was fractured. As a result, surgical intervention was taken to explant and replace the lead. Note: it is unknown which lead is liable, as such both are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.